Event description:
It was reported that the ventilator kept shutting off. The rt further reported that the battery backup was not functioning properly when the patient's ventilator lost power.

Manufacturer narrative:
The field service center was unable to duplicate the reported problem.